Manufacturer narrative:
(B)(4). Complaint description of spring wire guide difficult to remove, sticking and material unraveled is documented in MDR #3003737899-2018-00024.

Event description:
The customer alleges the doctor had a little difficulty inserting the guide wire but could insert. Once the guide wire was placed, the doctor used an expander and then threads the catheter over the guide wire. Upon removal of the guide wire, it is reported that it got stuck and very difficult to pull out. A lot of force and hemostats were used and the guide wire began to unravel and break as the doctor pulls out the guide wire. The entire catheter and guide were removed from the patient and the procedure restarted with a new central line kit. No patient injury or delay in treatment reported.

Event description:
The customer alleges the doctor had a little difficulty inserting the guide wire but could insert. Once the guide wire was placed, the doctor used an expander and then threads the catheter over the guide wire. Upon removal of the guide wire, it is reported that it got stuck and very difficult to pull out. A lot of force and hemostats were used and the guide wire began to unravel and break as the doctor pulls out the guide wire. The entire catheter and guide were removed from the patient and the procedure restarted with a new central line kit. No patient injury or delay in treatment reported.

Manufacturer narrative:
(B)(4). The customer returned a 3 lumen cvc catheter and a separated spring-wire guide (swg) for evaluation. A piece of the swg coil wire was still inside of the distal extension line of the catheter. The catheter appeared used; however, no defects or anomalies were observed. The catheter distal line extension line was cut during this investigation to retrieve the stuck coil wire. Visual examination of the swg revealed the guide wire was returned in three pieces: two separate pieces of coil wire (one piece was the distal end and the other was the proximal end) and one piece containing the core wire with coil wire wrapped around it. The swg was unraveled from both the proximal and distal welds. The distal j-bend was deformed but still present, and the guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal and distal welds. Both welds were present at the end of each piece of separated coil wire. The proximal core wire protruding was rounded and pinched and the distal core wire protruding was flat. Both the proximal and distal welds appeared full and spherical. (Con't) other remarks: the outer diameter of the spring-wire guide was measured and was found to be within specification. The spring-wire guide core wire length measured 599 mm, which is within specification; therefore, no pieces appear to be missing. A swg with an outer diameter of 0.826 mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an outer diameter of 0.793 mm would be able to pass through the catheter as well. A device history record review was performed and no issues were identified. The instructions-for-use (IFU) that is packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. The IFU states that if resistance is felt while removing the guidewire from the catheter, the catheter should be withdrawn 2-3 cm relative the guidewire and another attempt made at removing it. If resistance is felt again the guidewire and catheter should be removed simultaneously. The reported complaint that the guide wire unraveled and separated while using the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled, separated, and the core wire was broken adjacent to the proximal and distal welds. A lab inventory swg with an od of 0.826 mm advanced through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an outer diameter of 0.793 mm would be able to pass through the catheter as well. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.